Event description:
Scissor tip broken (splinter) off inside of patient. Scissor tip retrieved. Procedure name:opening base wedge osteotomy bunionectomy first metatarsal right. Akin osteotomy right hallux.talotarsal stabilization right.use of fluoroscopy right.application posterior splint right.